Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. When the 3.50 x 28 mm taxus express2 drug eluting stent was removed from the package, the physician found the struts to be coming out of the delivery balloon. The procedure was completed with another taxus express2 stent. No pt complications were reported.